Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, plunger was bent and the lens wouldn't come out. Additional information was received. There was no patient harm.

Manufacturer narrative:
The product was not returned for analysis. Only video was returned. Returned video shows adm in hcp( health care professional) hand. The iol (intraocular lens) is advanced into the nozzle entry and the plunger appears to override the iol. The plunger is significantly bent. The complainant states the use of "leedsay 2 percent" as viscoelastic, which is not qualified to be used with the associated company product. Based on our observation on the returned video, the iol is advanced into the nozzle entry and the plunger appears to override the iol. The plunger is significantly bent. The physical product was not returned for analysis. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd(ophthalmic viscosurgical device) may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).